Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device evaluation is ongoing.

Event description:
The following was reported to gore: the gore® viabahn® endoprosthesis was advanced to the distal sfa popliteal area. The doctor began to pull the deployment line. The deployment line broke during deployment. The patient was taken to the or and the doctor surgically removed the device.

Manufacturer narrative:
Examination of the returned device revealed the following: an introducer sheath was retuned but not evaluated as it is not a gore product; no endoprosthesis was returned; the deployment knob was connected to the deployment line measuring 153 cm with one fiber extending an additional 4.5 cm; there was some damage to the tip; the rest of the delivery catheter was unremarkable. Based on the device examination performed, no manufacturing anomalies were identified. All information has been placed on file for use in tracking and trending. Corrected date: results code 1 conclusions code 1